Event description:
It was reported that during a low anterior resection procedure, the device would not open after firing. The manual release was used several times and the device still would not open. The assisting surgeon eventually was able to open the device by squeezing the trigger several times. When the staple line was inspected, it was noticed that the distal portion had failed. Clips and a bovie were used to stop the bleeding from the incomplete staple line. There was no excessive bleeding. A non- articulating device was used to complete the remainder of the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date. The pt experienced a hernia recurrence on an unk date within the past 2-3 years. No further info is available.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.